Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: france. Review of the most recent repair record determined the motor was corroded, the speed was unstable, and the seal/strain relief was damaged. The motor and seal/strain relief were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, that there is a poor contact between cable and handle. There was no information communicated regarding the date the event occurred. There was no harm, injury, or delay as there were no patient involvement. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the device's speed was unstable.